Event description:
The patient called alleging that the meter would not power on. The patient mentioned she had done a test and compared it to the md's meter and obtained erratic readings (invalid comparison). No specific readings provided, and md did not treat the patient. Customer service was unable to resolve the power issue and sent the patient a replacement meter.